Manufacturer narrative:
Due to characters limitations, e1 (event site name) is (B)(6) for heart diseases. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the user that during operation the cs100 intra-aortic balloon pump (iabp) had drive problem. Also there was a message related to blood in the system was displayed but the drain was clean and the next connected pump was working. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: h6 health effect ¿ impact code.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: h6 health impact code. A getinge field service engineer (fse) found that after starting, the pump reports a technical error: electrical fault 53 - shuttle transducer offset failure. In service mode, the pump does not provide the shuttle sensor offset and displays negative pressures. The pressure transducer does not respond to its change. The pressure transducer x1 shuttle pressure transducer is faulty. Fse replaced the pressure transducer x1 shuttle pressure transducer. Service and functional tests - ok. Planned replacement of the safety disk and the batteries. The counterpulsation pump is functional.

Event description:
N/a.